Event description:
It was reported to medtronic neurosurgery that the catheter was occluded. According to the report, replacement surgery was performed. There was no injury to the patient reported.

Manufacturer narrative:
Around 7 cm of the catheter was returned. The catheter was patent and passed leak testing. Proteinaceous debris was found on the exterior of the valve as well as the catheter. The instructions for use that accompanies the device cautions that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.